Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had system fault 45639¿ was confirmed through pump power up test. The probable cause was the printed wiring assembly board was defective and therefore replaced. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the pump had system fault 45639¿; during device evaluation the complaint was confirmed. The probable cause was a defective printed wiring assembly board. The event occurred during testing.